Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the insulin pump was over delivering. Customer experienced a low blood glucose of 5.4mmol/l. The customer alleged the insulin pump was over delivering insulin because the blood glucose is lower than what her daughter had. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.